Manufacturer narrative:
A quality investigation of the device history record was conducted. The device was manufactured in accordance with all procedures and met all product specifications. All associated testing was reviewed and was found to be in specification.

Event description:
A woman tore her achilles tendon in october 2005 and was cared for at the medical university. The site at the right side of the achilles tendon developed a chronic ulcer, repair was unsuccessful, resulting in "skin slough" and subsequently became infected and treated. The achilles wound was previously treated with wound v.a.c. And standard of care. On may 25, 2006, apligraf was applied to the ulcer. Debridement was not performed prior to apligraf. The apligraf site was covered with mepitel, telfa 7 kerlix wrap. The patient called two hours later complaining of "swollen, red leg". She was admitted to the hospital with a diagnosis of cellulitis & treated with IV antibiotics (ancef). The affected leg was assessed as "hot to the knee" but patient had no fever. The apligraf was described as "liquefied". The wound was "cleansed" and the patient was discharged subsequently, a split thickness skin graft was performed without success.according to a dr. Who "does not know what the underlying problem was" and unable to assess the appearance of apligraf 24 hours after application since he had no experience with the product.